Event description:
It was reported that the right ventricular (rv) lead had high right ventricular (rv) coil impedance, high superior vena cava (svc) coil impedance, and a possible fracture. The rv lead was explanted and replaced. During the explant procedure, there was a visible insulation break at the suture tie down sleeve. It was also noted that the helix could not be retracted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d334drg ICD, (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. No anomalies were found. However, the outer insulation of the lead was extrinsically breached due to a cut and visual summary analysis of the lead indicated apparent explant damage.